Event description:
As reported: "when the distal locking screw of the trochanteric nail was inserted after drilling, the screw hit the distal part of the nail. It seemed that the screw had come off during drilling. The surgeon opened another drill and re-drilled, and it passed through the nail without any problems. The screw was then reinserted and the operation was completed successfully. The fixation of the nail and target device has been confirmed. There was slight impaction when inserting the nail. Both the drill that went out and the drill that went through without problems were checked after the surgery. When comparing the tips of the drills, there was a subtle difference in the shape of the cutting edge." Adverse consequence: the bone damage due to drill was out of the nail hole.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.